Event description:
It was reported that; the rod was cut. While bending the vitallium rod with the french bender, the product broke in half on the back table about 2 inches in. During surgery while putting the rod in the screw, the head fell off of the screw. The screw was already in the patient. All broken fragments retrieved.

Event description:
It was reported that; the rod was cut. While bending the vitallium rod with the french bender the product broke in half on the back table about 2 inches in. During surgery while putting the rod in the screw the head fell off of the screw. The screw was already in the patient. All broken fragments retrieved.